Manufacturer narrative:
Attempts to obtain more information from the customer yeilded no response.

Event description:
The customer reported the ventilator failed pre-operational testing due to an oxygen supply pressure test failure. If the oxygen pressure is out of specification while the device is in use in normal ventilation mode, it will alarm to alert the user and continue to ventilate using an air source. Loss of the oxygen source during use may be detrimental to a patient. The customer reported no patient involvement, therefore no patient harm. Attempts to gain more information from the customer yielded no response.